Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo analysis results: visual analysis of the photographs identified: rupture: no observed openings. Additional observation: observed patch lot number 3549587. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture. Device has been explanted.